Event description:
It was reported ((B)(6)) the pt experienced a rapid loss of therapy after undergoing a pocket adapter (other MFR) replacement. Diagnostic testing revealed high impedance readings on multiple lead contacts (other MFR). Subsequently, the pt will undergo surgical intervention as the next course of action.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.